Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger and the filament driver board. System operates as intended.

Event description:
The customer reported the system displayed a charger failed error and would not boot up. No patient injury was reported.